Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working. Customer blood glucose level was 304 mg/dl. Customer also stated that the they performed the self-test. But, customer thinks that the insulin pump not working. The insulin pump will be returned for analysis.